Event description:
This case was initially received via (B)(6) ((B)(4)) on 26-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("part of essure in abdomen") and device breakage ("part of essure in abdomen") in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 1 month 23 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the part of essure which had migrated). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and device dislocation with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: device dislocation- the analysis in the global safety database revealed 2.087cases. Device breakage-the analysis in the global safety database revealed 1.844 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: part of essure in abdomen. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.